Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty while the surgeon was trialing, the articular surface provisional fractured upon impact utilizing a mallet. No adverse consequences were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the lateral side of the post feature. The device history records were reviewed and no discrepancies were identified. The surgical technique instructs that gentle manual pressure should be applied to the provisional without impacting the construct with either a mallet or hand. The provisional was reportedly inserted with excessive force utilizing a mallet during the surgery, which fractured the device. The root cause is attributed to user error/off-label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.